Event description:
It was reported that the patient experienced with a red ring around the needle insertion site following a rf procedure. The healthcare provided determined it was an unknown allergic reaction to silicone. The reported red ring has resolved on its own.

Manufacturer narrative:
The reported event of a red ring around the needle insertion site could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.